Manufacturer narrative:
Other relevant device(s) are: product ID; etlw1613c93ee, sn; unknown; ubd; unknown, UDI no; unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 67mm abdominal aortic aneurysm. It was reported when the patient returned for follow up 8 months later that a type ib endoleak was observed with the endoleak discharging into the hypogastric artery. This was then resolved with a secondary endovascular procedure a year later by the implantation of a iliac extension. As per the physician the cause of the event is unknown. No additional clinical sequalae were provided and the patient is fine. Medical history: atherosclerotic aneurysm, cardiac arrest and dyslipidaemia.